Event description:
It was reported that customer experienced issue where cgm toggle was grayed out and cgm error 42 appeared when using sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, after which error did not recur and sensor session was successfully started, and support planned follow-up call after warm-up period to confirm continued proper function.